Manufacturer narrative:
Failed chuck retention before testing. Button sticking down on cap causing cap to get hot.

Event description:
It was reported that a midwest tradition handpiece overheated during use and burned a patient. No intervention was required.